Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2010. It was reported that the patient felt pain at his ipg site while charging and during stimulation. He reported feeling a warm, sometimes painful, sensation to the ipg site even when stimulation is off. The patient stated he felt a jolt when stimulation is initially turned on. A replacement charger was sent to the patient, and the patient was scheduled to meet with a sjm representative. No further information is available at this time.